Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the pump black box showed multiple consecutive cs054/cs052/cs012 alarms on (B)(6) 2017. During a visual inspection of the pump, the battery compartment was observed to be cracked below the grip pad. The returned battery cap secured properly to the pump. During investigation, the pump powered on with auditory and vibration to a blank screen. Further testing was unable to be performed due to the unrelated blank screen. The pump¿s cover was removed and no defects were found to the printed circuit board. Investigation revealed that a slave processor failure had occurred. The complaint of the alleged power issue was not duplicated or confirmed during investigation.